Manufacturer narrative:
An infusion test using customer protocol of 1.1 ml/hr ran within system specifications. Co expected 75.5 ml and measured 74.33g% error -5.52.

Event description:
Underdelivery reported. The pump was set to infuse an IV conatainer with 185 ml of an unspecified chemotherapeutic at 1.1 ml/hr over 7 days. The pt reported that at the expected completion time, the device had infused only 140 ml. Account reports that no alarms sounded during the infusion period. There were no adverse pt effects.